Manufacturer narrative:
This product has been returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable lead was an attempted implant. Poor lead parameters were experienced, and repositioning efforts were unsuccessful due to the inability of the helix to extend inside the patient's body. A replacement lead was implanted without further incident. No adverse patient effects were reported. It was reported that the poor lead parameters were in reference to high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection showed the lead tip/helix appears normal and is not damaged or deformed. Additionally, dried body fluid was observed in the helix housing and cuts in the lead insulation were noted, both of which are typical surgery related damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was an attempted implant. Poor lead parameters were experienced, and repositioning efforts were unsuccessful due to the inability of the helix to extend inside the patient's body. A replacement lead was implanted without further incident. No adverse patient effects were reported. It was reported that the poor lead parameters were in reference to high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was an attempted implant. Poor lead parameters were experienced, and repositioning efforts were unsuccessful due to the inability of the helix to extend inside the patient's body. A replacement lead was implanted without further incident. No adverse patient effects were reported.